Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance, difficult to remove, and device causing damage could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.

Event description:
It was reported that the procedure was to treat a patient with a long lesion in the superficial femoral artery (sfa) using an up and over approach. The patient already had a stent placed distally in the sfa during a previous procedure, and had re-presented with other issues in the mid and proximal regions. A 6 x 150 x 135 mm absolute pro ll was deployed to cover the mid to proximal lesion, and post-dilatation was performed. It was then observed that an additional stent was needed to bridge between the distal and the proximal stents. As a 6 x 40 mm absolute stent was being advanced, it caught on the proximal edge of the deployed mid to proximal stent. The first attempt to withdraw the stent delivery system (sds) was unsuccessful. Another attempt was made and the sds was able to be released from the deployed stent; however, the proximal stent had stretched back across the sfa/profunda bi-furcation and into the common femoral artery. After the sds was removed from the 6fr sheath (undeployed) it was observed that the tip of the sds was damaged. The procedure was completed with the deployment of a non-abbott stent, which tracked with no difficulties. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: supracore; sheath: cook raabe; stent: 6 x 150 absolute pro ll. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 6 x 150 absolute pro ll is being filed under a separate medwatch report.